Event description:
It was reported that the patient was seen in the emergency department for ulceration of the skin with slight liquid flow at the site of the implantable pulse generator (ipg) and a possible infection. The patient was started on antibiotics. One week later, the device had eroded through the skin and was visible. The ipg was explanted and replaced , the status of the right atrial (ra) lead is unknown, and the status of the absorbable antibacterial envelope is unknown. No further patient complications have been reported as a result of this event.